Event description:
It was reported an external leak was observed originating from the waste liquid bag of a prismaflex m150 set. The event occurred during. The event occurred one hour into hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph the sample was provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from the drain bag sealing near the stopcock. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The drain bag is provided to the baxter manufacturing plant already assembled by the third-party supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.